Event description:
D-stat flowable was used as an adjunct to hemostasis during a pulse generator replacement procedure in an anticoagulated patient. The patient returned to the coumadin clinic approximately one week post procedure with a inr of 4.4. The patient's coumadin level was reduced and the inr rechecked three days later. No clot was detected, so coumadin was withheld. Subsequent rechecks continued to show elevated inr levels. The patient was admitted to the hospital where vitamin k therapy was initiated. Coagulation testing completed at that time showed normal fibrinogen, slightly elevated thrombin time. Factor 2,5,7 and 10 activity levels were also evaluated, and it was noted that the factor 5 level was 2% (of normal). These results suggest the development of a factor v deficiency. As of this writing, the condition of the patient is not known.

Manufacturer narrative:
The development of factor v deficiency following exposure to bovine-derived thrombin products is a recognized extremely rare complication documented in the clinical literature and in the warning section of the d-stat flowable instructions for use.